Event description:
Clinical study 152 days after a coronary artery drug eluting stenting procedure the pt experienced a stent thrombosis. The target lesion in the index procedure was a 2.5 mm, 99% stenosed mid right coronary artery (mid rca). The physician treated the lesion with predilation and successfully placing a taxus express2 8.8% 2.50 x 20mm drug eluting stent in the target lesion. There were no complications. The pt was discharged the next day on plavix and aspirin. 152 days after the procedure the pt experienced a stent thrombosis in the target lesion. The pt was admitted to the hosp and treatment is ongoing. The pt was discharged after 2 days. In the opinion of the physician the relationship of the stent thrombosis to the taxus stent is "unk".

Event description:
It was further reported that target lesion 1 was 15mm long. Residual stenosis was 0% following stent placement and post-dilatation. 152 days after the procedure, the pt was admitted with several weeks of increasing episodes of severe chest discomfort that were relieved with sublingual nitroglycerin. Recent cardiolite stress test (date non available) revealed inferior wall ischemia. Cardiac enzymes were negative and ECG showed t-wave inversions in the inferior and anterior leads. The pt's medications at the time of this admision included asa and plavix. The pt was referred for cardiac catheterization. Angiography revealed, lmca normal, lad 100% ostial occlusion, lcx 60% proximal eccentric fractured plaque, rca diffuse mid instent restenosis with a 90% stenosis prior to the crux in the distal rca, svg to lad not mentioned in the report, ef was 60%, CABG surgery was recommended per cardiac consultation report.